Event description:
It was reported that the right ventricular (rv) lead from this implantable cardioverter defibrillator (ICD) exhibited high impedances out of range. The clinic personnel mentioned the patient will be in continue monitoring. This ICD remains in service. No adverse patient effects were reported.